Event description:
The customer reports after an unspecified procedure for the indication of right upper lobe nodule/mass using five olympus devices, the patient died later that day of cardiac arrest unrelated to the procedure. Case with patient identifier (B)(6) reports device 1 of 5 (bf-1th190); case with patient identifier (B)(6) reports device 2 of 5 (um-s20-17s); case with patient identifier (B)(6) reports device 3 of 5 (bf-1th190); case with patient identifier (B)(6) reports device 4 of 5 (bf-xt190); case with patient identifier (B)(6) reports device 5 of 5 (bf-uc180f). There were no complications during the procedure using the olympus devices. No olympus device malfunctioned in any way during the procedure. The customer requested preventative maintenance be completed on all devices.